Manufacturer narrative:
Other text: additional information was received that the disposable was attached to the pump and given to the distributor. The same leaks were still happening even when removing the equashield connectors and had about 2 leaks a week. Disposable leaks occurred close to a total of 30-35.

Event description:
It was reported the disposable leaked 24 hours into the 48-hour home infusion. No patient injury reported.

Manufacturer narrative:
No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: no product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.